Manufacturer narrative:
Date rec'd by MFR: 24jun2019. Repair information confirmed. Although requested, patient information was unable to be obtained. The customer reported that the issue was resolved with the replacement of the user interface. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/13/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer attempted to calibrate the screen but the issue was not corrected. The fse provided the customer with the part number for a replacement touch screen. After performing this repair, the customer reported that the issue continued. The fse recommended the replacement of the user interface (ui) board and provided the part number for the customer. The fse recommended that the customer update the software from 2.10 to 2.30, provided the software, and referenced the user and service manuals. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.